Event description:
It was reported that a pump has a system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluation was performed. The evaluation confirmed and reproduced the reported symptom, caused by a seized motor. The motor assembly will be replaced.